Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA on 04/26/2011.

Event description:
The customer reported that the fluoro is sticking causing system to generate x-ray.